Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that a pt underwent a surgical procedure with instrumentation at l4-s1 levels. Follow-up xrays reportedly revealed a fractured screw at the s1 level. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the pt.